Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod for 48 hours on the abdomen. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak are confirmed as the root cause of the reported not sure delivering insulin event, corrosion, and data loss. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.